Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 455 mg/dl. It was stated that the customer had issues with the serter and caused the customer to have the cannula bend on the infusion set. The customer treated with the insulin pump and manual injections. Customer has changed the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.